Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient underwent revision tks for pain and aeseptic loosening, potentially due to a nickel allergy discovered post op. The depuy demorial and tibial component were grossly loose and easily removed. There was not any palacos cement remaining on either metal component but a pristine cement remaining on either metal component but a pristine cement mantle with perfect impressions of the implants remained on the bone surfaces upon component removal. The cement was also easily removed since it came out abnormally in large chunks. It was found there to be a funny fibrous tissue at the bone/cement interface that is not typically found in revision scenarios. It appeared that the cement did not adhere to either the bone or the implant all that well. The reporter was curious about what may have been the cause of this and if the cement may have contributed to this effect. The procedure was completed with another product. There was no report of any extension/delay in the surgical procedure.